Event description:
A malfunction alarm with the code malf 9 was reported by the customer, who did not experience any notable events prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which effectively resolved the issue, and there were no recurrences of the malfunction code.